Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, after insertion the impella flows were 0.5 liters per minute. The physician and the team felt that the pump was not adequately primed and requested another pump. The impella cp was removed and replaced with another impella cp. The patient's outcome is critical.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.